Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 8fr sheath, after a diagnostic procedure. Reportedly, the proglide device entered the artery; however, there was no bleeding from the marker lumen. The device was removed from the artery and a clot of blood was present. Despite multiple washings the clot could not be removed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned partially deployed and the returned condition confirmed the reported unsuccessful arterial blood marking. Based on visual and functional analysis of the returned device, the probable cause is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.